Manufacturer narrative:
(B)(4). Correction: the correct date returned to manufacturer is, 02/19/2016; not 02/12/2016 as previously reported.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015; during the same surgery the patient was re-implanted with a new device. This report is filed (B)(4) 2016.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device; despite numerous troubleshooting efforts the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.